Event description:
Customer's mother reported that the customer was hospitalized with a blood glucose reading of 600 mg/dl and a site infection. She stated that the insulin pump was removed for two days and customer was doing well. She stated that the school had tested him for ketones and then took him to the hospital. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.